Manufacturer narrative:
On-site investigation was performed by our field service engineer. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. A correction of field # d1 brand name and # d4 version or model# was required. D1 ¿ brand name - previous brand name: servo-n, corrected brand name: base unit servo-n d4 ¿ version or model # - previous version or model #: servo-n, corrected version or model #: 6688600.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
UDI related data quality updates: the serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and manufacture date can be provided.

Event description:
It was reported that the ventilator's pressure transducer printed circuit board was found defective. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).